Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B) (6) male patient, the device returned a "shock advised" determination; however, failed to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.